Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 500 mg/dl at time of incident and 299 mg/dl. Customer stated that she had done all the troubleshooting step for high blood glucose. Customer reported that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer mentioned that yesterday she put in her 299 blood glucose reading in the bolus wizard of her insulin pump but the insulin pump did not deliver the correction bolus. The customer mentioned that at one point, even while using the sure t, she went 500 blood glucose. The insulin pump will be returned for analysis.